Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost choked [choking sensation]. Gagged a little [retching]. Entire brush head came off while brushing [device breakage]. Seal underneath the brush head is a little loose and worn down [device connection issue]. Case description: a (B)(6) female reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the entire oral-b brushhead, version unknown came off, and she gagged a little/ almost choked. She was able to remove the brush head immediately with her fingers. The consumer reported the seal underneath the brush head was a little loose and worn down. She discontinued use of the products. The case outcome was recovered.